Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported being dissatisfied with vision post bilateral lens implants. The patient reported seeing flashing light in the corner of the right eye. The patient also reported cloudy vision, sensitivity to light, headaches after prolonged reading, blurred vision, and excessive tearing. The implant doctor referred the patient to another doctor for a second opinion. The second opinion doctor mentioned the use of laser to correct the problem but the patient does not want anymore surgery on her eyes. The patient was told her symptoms were due to dry eyes and she was given drops. The patient has gotten a third opinion and that doctor reportedly said there was a corneal scar in the right eye and prescribed her different eye drops. The patient indicated having some improvement in vision and was told the laser procedure is not necessary at this time. The consumer wears glasses. This event refers to the patient's left eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. Reportedly the consumer was advised by physician that visual symptoms were due to dry eyes. Therefore, it is possible that the event is unrelated to the device.